Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an issue where the staff was unable to log in with biometric identifier. The field service engineer (fse) identified that the biometric identifier was not functioning. When the customer attempted to log in, the biometric identifier screen turned black and did not prompt the user to place a finger. The biometric identifier was replaced, and a successful hardware test was completed in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had an issue where the staff was unable to log in with biometric identifier. However, there were no delay or adverse events or injuries reported based on this event.